Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that post left ventricular assist device (lvad) implantation the physician observed noise in all three sensing vectors that was related to the lvad operation. An x-ray did not show any difference in electrode position or system integrity. Noise was not resolved with basic troubleshooting such as temporarily changing time zone filter. It was noted that therapy was programmed off in the subcutaneous implantable cardioverter defibrillator (s-ICD) and patient is hospitalized and monitored. Technical services (ts) was consulted and provided recommendation for further lvad troubleshooting and programming options. Additional information was received that upon review of the x-ray ts noted the system appears locate in the same location nevertheless the electrode coil has been bended more on the left side. Ts suggested further troubleshooting and additional x-rays. Ts further observed a stored episode of noise from the same day as implant. The shock impedance was in range during that episode at 59 ohms. Ts discussed possible causes and suggested obtaining any information from implant troubleshooting as there was no information stored from implant to now. The atrial fibrillation (af) episode stored in february of this year showed good r-wave measurements with appropriate sensing. The lvad was implanted shortly after and the r-waves decreased. The s-ICD and electrode remain in service and no adverse patient effects were reported.